Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d5, e1, e2, e3, e4, g2. A getinge field service engineer (fse) evaluated the unit and confirmed the increase in the drive pressure value during the operational check performed prior to preventive maintenance. A malfunction of the solenoid valve (k6) was suspected; therefore, the drive manifold assembly was replaced. The unit passed all functional and safety testing in accordance with factory specifications. The failure analysis and testing dept. Received part drive manifold assembly with a reported unit failure of, x2 drive pressure value is increasing, drive manifold test failure. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part drive manifold assembly into the cardiosave test fixture and tested the drive manifold to factory specifications per the cardiosave. The fat dept. Performed the all manifold test. The drive manifold failed the vacuum leak differential pressure test with a result of 63mmhg. The factory specification is +- 25mmhg. The drive manifold also failed the pressure leak differential test with a result of -111mmhg. The factory specification is +-55mmhg. The fat dept. Was able to replicate the complaint the drive manifold failed testing. The fat dept. Was able to replicate the complaint of drive manifold test failure. Probable cause is defective solenoids. Sending the drive manifold to the supplier per procedure

Event description:
It was reported that during a regular inspection by a getinge fse the cardiosave intra aortic balloon pump (iabp) had drive manifold test failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (type of investigation).

Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a regular inspection the cardiosave intra aortic balloon pump (iabp) had drive manifold test failure. There was no patient involvement reported.